Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge. The rep stated that she saw the patient last week and did two physician mode recharge (prms) and then left the battery without pulling it out of overdischarge because the patient had to go. The rep used antenna locate a few times to get the best location for the recharging. The rep called to ask about how long it should take to get a battery out of overdischarge. No symptoms were reported. No further complications were reported/anticipated. On (B)(6) 2018: additional information was received from the manufacturer's representative. It was reported that four device resets have been performed without being able to pull the patient out of overdischarge. The patient is very busy and continues to not want to sit at the office for more than 2 hours. The physician has decided to perform an x-ray to confirm the patients device has not flipped causing the device to not come out of overdischarge. The patient is scheduled for the x-ray this week and the patient is scheduled to see a manufacturer's representative at the physician's office on (B)(6) 2018. After reviewing the x-rays the plan is to be able to perform additional device resets in hope of being able to pull the patients device out of overdischarge. The patient has let her device go into overdischarge for many months and technical services stated it may take as many as up to 6-7 device resets to pull the device out of over discharge. The physician's office confirmed that the patient has not let the device go into over discharge previously. The rep reported that the overdischarge has not resolved. On (B)(6) 2018: additional information was received from the manufacturer's representative. It was reported that the x-ray showed the patient's stimulator had not flipped. Patient was not currently out of overdischarge. It was reported the patient had been in overdischarge for more than 8 months. On (B)(6) 2018: additional information was received from a manufacturer¿s representative (rep). The rep reported that they have done 4-5 physician mode recharges (pmr) in the office and the patient had done 1 at home and they were still not out of overdischarge. The rep reported that x-rays were taken and the ins wasn¿t flipped. No further complications were reported. On (B)(6) 2018: additional information was received from a manufacturer¿s representative (rep). It was stated the patient and physician spoke to discuss the device and overdischarge state, at this time the patient remained in overdischarge. They agreed to keep the patient in overdischarge and leave the device as in implanted in the patient. The patient informed the physician that when the device was not in overdischarge, she didn¿t see much of an impact, the charging time was too much for her because she had children. Rep would update on any changes but for now the patient would continue with the device off. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reporting that the patient¿s ins was overdischarged and they couldn¿t get it to charge. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care professional (hcp). It was reported that patient has not used her implant for the last 6 months and patient programmer will not communicate with the ins to put ins into MRI mode. Patient needs head MRI. No patient symptoms or complications were reported in this event. No patient symptoms or complications were reported in this event.